Manufacturer narrative:
The technician tested the bed exit alarms and found they functioned as designed. No problem found, no repair needed.

Event description:
The account alleged the bed alarms do not work. No patient impact.